Event description:
During index procedure, the patient had one endeavor sprint drug eluting stent implanted in the rca. Approximately 27 months post index procedure, the patient is reported to have expired. Cause of death is reported as multisystem failure, septic shock and pneumonia. Investigator has assessed that the event was not related to the device.

Event description:
It was confirmed that the patient died 4 days earlier to that previously reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (death) evaluation codes, conclusions: 22 inherent risk of procedure - (death). (B)(4).

Manufacturer narrative:
The event date of the previously reported death has been updated from (B)(6) 2012.